Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The colonovideoscope tested positive for klebsiella oxytoca, pseudomonas aeruginosa, coagulase negative staphylococcus, and candida albicans with light growth indicated by the customer for all four. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to h6 component code of the initial report from g07003 to g05003 additional information: h6, h11. This report is being supplemented to provide additional information based on the third-party testing results and the complaint investigation. Despite good faith attempts, the user cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.